Event description:
It was reported that the right ventricular (rv) lead had a high threshold. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was blood/body fluid (not obstructed) on all conductors. There was a breached cut of the outer insulation and a white substance on the outer insulation and tip electrode. The outer insulation also had a cosmetic depressions, there was tissue on the helix, and apparent explant damage. Visual analysis stated the tissue on the helix may have contributed to the high threshold.